Event description:
It was reported that a patient underwent a procedure on (B)(6) 2014 and suture was used. During the procedure the needle broke. There were no adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. During visual inspection, instrument marks were found over the whole needle, also at the attachment bore hole area and at the needle point area which indicates that the needle was handled there. The appearance of the breakage indicates that the material was overstressed during use, first bent up and then breakage. User handling was determined to be cause of the needle breakage.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.